Manufacturer narrative:
H10: the reported problem was investigated via remote support. The remote support sent a field service engineer to investigate the problem onsite. Once the fse arrived on site he began by collecting logfiles and device data from the mp70 and x2. He reviewed the data and found that there were no errors at the time the incident occurred on 30 dec 2020. Therefore based on the logfiles there are no hardware or software malfunctions.the non invasive blood pressure (nbp) was found to be correctly calibrated and totally within the specifications as described in the manual. The fse also spoke to some users who were present when the incident occurred. They stated that when they saw the arm of the patient with the nbp cuff on their arm that the cuff was empty. They also confirmed that the nbp hose wasn¿t kinked but was connected in a completely straight way to the monitor. All testing carried out showed that the device was functioning correctly. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an incomplete deflation of a non invasive blood pressure cuff. The device was used for patient monitoring at the time of the alleged malfunction. The patient's arm was found to be severely congested.